Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. The customer declined to perform troubleshooting with tandem technical support. Reportedly, the customer's blood glucose (bg) level was 597 mg/dl due to not delivering a bolus for lunch. Reportedly, the event did not cause any injuries; however, the customer reported feeling "iffy'. To address the bg level, the customer delivered a correction bolus. Additionally, the customer changed the infusion set and bg level decreased.